Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer's insulin pump fell due to broken belt clip. As a result, insulin pump has a crack across lcd screen. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.